Event description:
It was reported that the right atrial lead was dislodged and that the patient had diaphragmatic stimulation due to the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.